Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that issue was not reproducible. Fse states that his was not a malfunction of the device, but a problem with the device specifications, so they reported it to the hospital staff. No repairs were performed, so there will be no charges. Iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: e1(name),e3.

Manufacturer narrative:
Due to character restrictions in block e1 city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) output is not possible from the low output. When attempting to output iabp pressure data to a patient monitoring device (monitor) using a low output cable while the device is in use by a patient, output was not possible. There was no health damage reported.